Event description:
During a mitral valve repair the pressure in the balloon decreased at the end of the procedure. Surgeon finished the mitral valve repair and performed the atrial closure without consequence to the pt.